Event description:
It was reported that prior to the start of an operating room surgical procedure the handpiece began leaking fluid out of the distal end of the device. There was no pt or user injury. There have been no other reported adverse consequences regarding the planned procedure.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. Based on the investigation details leaking within the handpiece could not be verified. The nav connector was replaced due to corrosion. Service did a clean, lube, and adjust to the device, and it was returned to the customer.